Event description:
Customer reported that erroneous accutni (troponin I) results were generated on three pt samples by the unicel dxi 800 access immunoassay system. A precision run was performed on one of these samples. The system was calibrated and quality controls were within spec prior to the event. The results were reported out of the laboratory. The samples were retested and the results obtained were within the normal reference range. It is not known if there were any changes to the pt's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse found the sample pump leaking and air in a line. This type of hardware problem could contribute to the type of imprecision the customer was experiencing due to sample and reagent pick up. Fse replaced sample pump and pump springs on all four pipettors. Fse ran a high sensitivity system check and verified system for use. Although, several parts were replaced, a specific root cause of the condition could not be determined. Accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 and oct 23, 2010 for add'l reportable events.